Event description:
Meter name: one touch ultra. Strip name: lifescan. Meter code: unknown. Strip code: unknown. Strip storage: unknown. Symptoms: no symptoms. A patient reported they were unable to obtain a blood glucose result on the meter. Their meter allegedly had no power. Treatment was insulin. Patient has been using old readings to predict insulin dosage. No further information has been reported.